Manufacturer narrative:
Batch review performed on 05 april 2022: lot 2105988: (B)(4) items manufactured and released on 09-sep-2021. Expiration date: 2026-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: batch reviews performed on 05 april 2022: stem: amistem p 01.18.433 amistem-p collared std stem size 3 (k173794) lot 2109757: (B)(4) items manufactured and released on 11-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2106952: (B)(4) items manufactured and released on 05-oct-2021. Expiration date: 2026-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2109539: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all implants. The surgery was completed successfully.